Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was dislodged. Further, it was noted that this ra lead exhibited high pacing threshold and undersensing. Attempt to obtain additional pertinent information was unsuccessful. This ra lead was abandoned surgically. No additional adverse patient effects were reported.